Event description:
It was reported that the patient felt weak during an airplane flight, was taken to the hospital, and found to have an underlying rhythm of 25 bpm. It was further reported that an x-ray was taken and that the device was "not working". The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt weak during an airplane flight, was taken to the hospital, and found to have an underlying rhythm of 25 bpm. It was further reported that an x-ray was taken and that the device was "not working". It was found that the battery was depleted. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.